Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. The capsule fell off of the delivery sys upon removal from the pt. No serious injury to pt was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had not been completely depressed before the clinician attempted to deploy the capsule. The device was returned with the capsule separated from the delivery sys and the capsule trocar needle was not advanced. The plunger was over-retracted and the spring was showing. The analyst was able to completely depress the plunger and it retracted correctly.